Event description:
Received an electronic report from a hemodialysis user facility of an aterial blood pump segment kink. The bloodline was not used for treatment. The sample was saved and is available for an eval.